Manufacturer narrative:
Extension model 370814, serial# (B)(4), implanted: 2007-(B)(4), explanted: unknown, extension model 370814, serial# (B)(4), implanted: 2007-(B)(4), explanted: unknown, lead model 377745, lot# n0042221, implanted: 2005-(B)(4), explanted: unknown, lead model 377745, lot# n0042221, implanted: 2005-(B)(4), explanted: unknown, programmer model 37742, serial# (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation while stimulation was turned off. Additional information received reported that the patient felt stimulation in the wrong location. The target area was the leg and the patient felt stimulation in the arm. This occurred when the stimulator was both on and off. There was no known accident or incident related to this complaint. Impedances were below 70 ohms on electrode pairs 0<(>&<)>3, 0<(>&<)>11, 1<(>&<)>3, 1<(>&<)>11 and 3<(>&<)>11. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that reprogramming was done. The physician confirmed that the leads were not placed for the coverage the patient was asking for. No further diagnostics were done. No further information was available.